Manufacturer narrative:
Additional information: a1, h6, h10: information was received on 14-jan-2021 indicating that there was no patient involvement in this event. Device evaluation completion date: 01/26/2021: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage noted on the device. During analysis, the reported issue was able to be duplicated. It was noted that there was no software installed and this was the cause of the reported issue. Service will install software v3 to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be service and repair related.

Event description:
Information was received indicating that a smiths medical pump encountered a red connect to computer screen. There were no reported adverse events.